Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04278. The pt received her scs system on (B)(6) 2007. The pt reported she could not feel stimulation on any programs. The sjm rep could not resolve the issue with programming. All 16 contacts were invalid. The pt reported she had fallen and lost stimulation. X-rays had not been taken. The pt was working with her physician for the next course of action, to include a possible replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.